Event description:
It was reported that a temporary lead was implanted in the right atrium (ra). Subsequently it was observed that the lead had caused a perforation and the patient had a pericardial effusion. High thresholds and low impedance was also observed with the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The helix of the lead was extrinsically bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.